Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 550 mg/dl at the time incident and other relevant blood glucose level was 138 mg/dl. Customer also stated that he cannula was bent. Customer also stated that they took average amount of insulin. The insulin pump will not be returned for analysis.